Event description:
Failure to alarm received report through email from (B)(6)-¿just an fyi if you can followup on this patient's wound vac - (B)(6). Pt reports over the weekend his wound vac - renasys ez was leaking although there was not audible alarm to indicate this. The reason why he believed the suction was not functioning properly was because he smelled an odor within a day of the vac dressing being changed. He reports he could still see drainage sucking through the tubing, but did not feel the vac was functioning properly. He informed the nurses and the vac was changed within a day he noticed an odor again. He comes to the diabetic limb clinic this morning for a followup and reported this to us. I contacted (B)(6) who brought over the new soft port to try on this patient. She also mentioned that the filter within the machine may need to be changed.¿ the wound nurse used a modified soft port (eiffel) to replace the soft port on this patient. I instructed (B)(6) to change the filter on the ez plus, or exchange it. I offered to the woc nurse to use acticoat flex or treat it appropriately if the wound odor is indicative of infection. Also, the woc nurse instructed the staff on proper application of the soft port cutting a large enough hole in transparent to ensure adequate suction

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. The complaint was not confirmed, as no device was available for evaluation. The complaint deems a pump leaking without an audible alarm raised and emerging odor. The serial number was reported as unknown. Neither a device history record evaluation nor a service report can be researched for the device. Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign a definitive root cause for the issue reported within the complaint. A possible root cause for the pump to not trigger a leak alarm means that the system was holding the negative pressure probably as a result of the blockage and a leak not significant enough in order to trigger an alarm. The limit for a leak to prevent false blockage are controlled through the controlled leak path (clp). The root cause for odor in the system is due to exudate pulled into the internals of the device due to misuse or, most likely absorption of exudate gasses from the wound into the internal tubing of the device, which is a current known issue. It is recommended to return the device in order to rule out a pump malfunctioning as the cause of the reported issue. This is not an adverse event and no harm was caused to the patient. Smith & nephew has issued correction action - (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.